Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to exhibit a drop in sensing and impedance measurements. The patient reported experiencing pain with rv pacing. Chest xray was performed. The physician believed cause of the drop in sensing and impedances may have been caused by potential rv lead dislodgement. A lead revision procedure was performed. The rv lead was revised successfully and remains in service. No additional adverse patient effects were reported.